Manufacturer narrative:
A ge rep evaluated the system and replaced the power cord and the foot switch. No pt injury was reported.

Event description:
The customer reported intermittent loss of scope control (no image). No pt injury was reported.